Event description:
It was reported by the affiliate that there were foreign matters like a dust or a small piece of paper inside the all sealed packages. Another device was used to complete the procedure. There were no adverse consequences for the patient. Five devices will be returning.

Manufacturer narrative:
(B)(4). Package 3 and 4: exp 09/15/2014: MFR: 10/15/2009, package 5 exp: 09/26/2014:MFR: 10/26/2009, packages #1 and #2 - f4pj7z. Upon visual inspection of the packages, it was observed that several particles of foreign matter were present in both of the packages. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event, as all information reported to our company is critical to our continuous improvement efforts. Packages #3 and #4 - f4pp1r. Upon visual inspection of the packages, it was observed that several particles of foreign matter were present in both of the packages. It was noted that tyvek op package #4 did not appear to be sealed to the blister form. When the package was peeled open, the package revealed that the seal was incomplete in some places and too narrow in some places. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event, as all information reported to our company is critical to our continuous improvement efforts. Packages #5 - f4pt5a. Upon visual inspection of the package, it was observed that several particles of foreign matter were present in the package. It was noted that tyvek did not appear to be sealed to the blister form. When the package was peeled open, the package revealed that the seal was incomplete in some places and too narrow in some places. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event, as all information reported to our company is critical to our continuous improvement efforts.